Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking of the device for a stenting treatment procedure, stent dislodgement occurred. A 5.0mmx15mmx150cm express vascular sd stent was selected to treat the lesion located in the left vertebral artery. However, during unpacking, the stent separated from the balloon when the device was removed from the hoop. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the express sd catheter was received with no original packaging or other devices. The stent was moved 6mm from the proximal markerband. There was no other damage. Inspection of the device presented no damage or irregularities that could have caused or contributed to the reported stent dislodged outside the patient. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking of the device for a stenting treatment procedure, stent dislodgement occurred. A 5.0mmx15mmx150cm express vascular sd stent was selected to treat the lesion located in the left vertebral artery. However, during unpacking, the stent separated from the balloon when the device was removed from the hoop. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.